Event description:
During preparation of the device for an emergency cardiopulmonary bypass procedure, the user reported that the electronic gas pt system was not calibrating and an error code 17- -5 knob adjust only occurred. Since this was an emergent case, the perfusionist did not have time to troubleshoot and elected to use the manual gas controls for the remainder of the procedure. There was no issue with oxygenation and or carbon dioxide removal. The case was completed successfully, and there were no adverse consequences to the pt as a result of this event.